Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a device was constantly alarming for "upstream occlusion". Any patient incident or injury is unknown at this time. If additional information becomes available a supplemental report will be sent.